Manufacturer narrative:
Although it is unknown if the device caused or contributed to the event, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was enrolled in a study. Patient was pre-operatively diagnosed with primary osteoporosis and compression fracture underwent a surgery in which cement was implanted at t12. Post-op, back pain was observed on the seventh day, first month, sixth month and the twelve month after the surgery. Patient had no history of spinal fracture. No adverse event or cement leakage were reported during surgery.